Event description:
It was reported that (1) hp052 was not used in a procedure. It was reported by the rep that the handpiece was not functioning correctly. The instrument would not work, even when new disposable tips are used. It is unknown how the case was completed. There was no consequence to pt.